Manufacturer narrative:
Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot-specific issue. Based on the information received, the investigation determined that the reported entrapment of device, device embedded in tissue or plaque, device contaminated at the user facility, medication required, surgical intervention, and unexpected medical intervention appear to be related to operational context. In this case, it is possible that the reported entrapment of device, device embedded in tissue or plaque, device contaminated at the user facility, medication required, surgical intervention, and unexpected medical intervention are related to patient anatomical morphology and/or use techniques employed. However, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during procedure to treat highly calcified, chronic totally occluded peroneal artery through femoral artery access, the crown of the 1.25mm micro diamondback 360 peripheral orbital atherectomy device (oad) became stuck in the vessel due to calcification. The reference vessel diameter was 2.5mm. The viperwire advance guide wire was moving freely but the crown seemed wrapped/stuck in calcium. Oad removal attempts including use of glideassist, use of buddy wire with balloon to attempt crown dislodgement, external calf massage to loosen oad, and nitroglycerin/vasodilators administration were unsuccessful. Surgery was performed to completely remove the oad. The oad was observed to have plaque and calcium upon removal. The surgery was completely successful. The patient was stable.